Manufacturer narrative:
The patient weight was not provided unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 8 months. Device evaluation: the report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file. Furthermore, percutaneous lead (driveline) damage was confirmed per the evaluation of the returned portion of the driveline. Approximately 19.5 inches of the external portion/distal end of the driveline was returned for evaluation. Damage to the outer jacket was identified at approximately 2.5 inches from the metal connector. The outer jacket was removed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. The bionate layer was removed. Breakdown of the metal shielding was identified at approximately 2 to 4 inches from the metal connector. The metal shielding was removed. Visual inspection identified partial fractures at approximately 2.5 inches on the red and orange wires. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying red and orange wire conductors were exposed. The red and orange wires represent redundant wires in motor phase 3. The reported pump stoppages would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s lvad had an unspecified ¿driveline issue¿. The patient¿s percutaneous lead (driveline) had trauma near its distal end and a repair was requested. The patient went to the emergency department for cardiac monitoring. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages while the lvad system was connected to the power module. X-ray images of the driveline showed two areas of concern; one near the exit site by the anchor and the other right by the bend relief area. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. Twenty two inches of the driveline was replaced. There were no immediate alarms after the repair. No additional information was provided.